Manufacturer narrative:
Pump received with lost sensor alarm and a64 alarm during self test, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump received motor arm failed self test and lost sensor. The customer¿s blood glucose level was unknown. The customer reports they were able to clear the alarm. Customer was able to complete rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will returned for analysis.